Manufacturer narrative:
An olympus field service engineer (fse) visited the site on and found the camera head was displaying the e216 and e228 error messages. The video system was found to be working without anomalies. The camera head was going to be sent for repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
An olympus employee reported on behalf of the customer that the hd 3cmos camera head displayed an e226 endoscope ID data error and an e216 endoscope cable communication error due to a broken connection cable. The issue was found during an unknown event. The camera head was connected to a visera elite ii video system center, which was working according to specifications. There were no reports of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation, and the customer's allegation of error e226 and error e216 was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: the connection cable was bent/broken; damage to the coupler unit; and, due to damage to the software flexible printed circuit, the switches could not be pressed down smoothly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that poor communication occurred due to cable got crooked and disconnected, and due to that, the cable failed.  The event can be detected by following the instructions for use which state: ·"never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor the field performance for this device.